Event description:
A balloon ruptured on the first inflation. No further details regarding the circumstances surrounding this event are available at this time. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a pin-hole leak in the middle part of the balloon. No other anomalies were noted. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details. Co cannot determine the exact cause for this event. Directions for use state: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded.